Event description:
It was reported via repair work order that the nurse call docker cable was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the damaged nurse call docker cable resulted in the nurse call constantly alarming. This would be a clear indication that the nurse call was unavailable. No bed functionality was affected. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it were to recur.

Event description:
It was reported via repair work order that the nurse call docker cable was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.